Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(4) 2012 the reporter contacted animas to report the pump would not power on. The patient reported there was moisture behind the display screen. There was no damage to the battery compartment or battery cap, the keypad and audio bolus button were intact, and there was no moisture seen in the battery compartment. The pump had been exposed to water. There was no patient injury associated with this issue.

Manufacturer narrative:
(B)(4): testing confirmed the pump did not power up and was unable to download black box and history or to complete steps on investigation check list. There was visible corrosion in display. Leak test failed due to crack in case in upper right corner between the lens and case seal. Removed pump from case and all internal surfaces were seen to be corroded.